Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 700655. Conclusions: the defect of needle retraction failure, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.00 in. Bd insyte autoguard shielded IV catheter did not fully retract during use. The nurse removed the IV from the patient and attempted to push the button to retract the needle once it was removed from the patient but it still would not retract. There was no report of injury or medical intervention.